Event description:
It was reported that, during the top cover recall inspection on the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) found fluid through the mid-section right hand corner. Further investigation was carried out and found corroded material inside the pump on several main boards. The board needed replacement. Equipment is out of service until further notice. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
This report has been created to correct the aware date of the initial emdr which was incorrectly reported in both the initial and the supplemental/follow-up report#1. The correction in follow-up #1 report should have been reported that the correct of the initial MDR should read 28-aug-2018 as opposed to 11-sep-2018.

Manufacturer narrative:
A getinge field service engineers (fse) was dispatched to further investigate the reported issue. The fse opened up the iabp unit and found stain marks that appeared to be dry cleaning chemicals on the edge of the front end board and executive processor board. The fse concluded that the customer had used excessive cleaning products and therefore the product traveled through the display connector to the edge, front end board and executive processor boards. The fse used an anti-static brush in addition with the cleaning board solution to remove the dry residue on the edge of the boards. After the cleaning process, the unit was tested and passed to manufacturer¿s specifications. The customer was instructed to perform clinical tests on the unit. The fse was happy with the outcome of the unit and deemed fully functional. The iabp was released to the customer and cleared for clinical use. The initial reporter named in is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Event description:
It was reported that, during the top cover recall inspection on the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) found fluid through the mid-section right hand corner. Further investigation was carried out and found corroded material inside the pump on several main boards. The board needed replacement. Equipment is out of service until further notice. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that, during the top cover recall inspection on the cardiosave intra-aortic balloon pump (iabp), the getinge designee found fluid through the mid-section right hand corner. Further investigation was carried out and found corroded material inside the pump on several main boards. The board needed replacement. Equipment is out of service until further notice. There was no patient involvement and no adverse event was reported.